Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant depressed vancomycin patient results were obtained on a dimension vista 1500 instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant vancomycin (vanc) results on the dimension vista 1500 instrument. Hsc evaluated the information provided and the instrument data files. Calibration and quality control were within conformance. The customer stated the sample was hemolyzed and icteric. No similar events were reported with other patient samples. No dimension vista system or vanc assay non-conformance was identified by the investigation. The cause of the discordant vanc results is unknown. No additional discordant vanc results were reported. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant depressed vancomycin (vanc) patient results were obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician. The same sample had been previously processed on an alternate dimension vista instrument and a higher result was obtained. The same sample was reprocessed on the same instrument and a higher result was obtained. No results were reported from either instrument. There are no reports of patient intervention or adverse health consequence due to the discordant depressed vanc results.